Manufacturer narrative:
The manufacturing records were reviewed and no nonconformities were found. Based on the report, the reported issue is likely procedure rather than device related. The device was not explanted.

Event description:
It was reported to nevro that a patient had acquired a seroma at the implant site following an implant procedure. The seroma was drained and it was noted that the site was not infected. The device was not explanted and the patient is recovering from the procedure. There was no report of further complication.